Event description:
Stent was deployed in the sfa. Stent was half deployed in the body when the delivery system broke. Half of the stent stayed in the body and half came out with the system. The stent fragment that was left in the body was covering half of the lesion. No injury was reported.